Event description:
It was reported that the tip of a recanalization catheter detached from the rest of the device while the catheter was being withdrawn from the pt. The catheter had been used to treat a long diffuse lesion in the distal sfa and the proximal popliteal artery. The tip was successfully retrieved with a snare through the same access. No report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has not been returned to the MFR for eval date. The investigation is currently underway.